Event description:
Dr had a probe that would not defrost and he had to wait 30 minutes before he could remove it from the uterus. He was able to complete the procedure on the patient. The patient had to be sedated for two days because of discomfort but all is well now.

Manufacturer narrative:
Device has not been returned to coopersurgical for evaluation. (B)(4).